Event description:
Imp ref #(B)(4).

Manufacturer narrative:
The video laryngoscope was evaluated and no problem was found. The investigation of this alleged issue is currently taking place and will be available at a later date.